Event description:
Boston scientific crm received information that in a patient lost to follow up during the interrogation of this pacemaker, a mode switch indicator and reset message revealed that this pacemaker would reprogram the fallback mode from vdi to ddi mode. In addition, the battery indicator revealed a beginning of life status and the magnet rate battery status indicated 100 bpm although the pacemaker has been implanted for almost eight years. The atrial sensitivity settings were reprogrammed. The device was reinterrogated and the battery status had changed to elective replacement status and the magnet rate remained at 100 bpm. A technical service consultant was contacted. There were no adverse patient effects reported.